Manufacturer narrative:
Based on the investigation performed, the reported event was confirmed. The reported event could not be reproduced in the lab. A review of the logs revealed an ¿error 5 message¿ that corresponded to the reported product experience. The cause for the reported event could not be determined.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.